Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was 22 mmol/l at the time of the incident. Customer will return device for analysis.